Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for deep brain stimulation. It was reported that when the lead was pulled out of the package to be measured in the surgery, the physician noticed the outer coating was coming apart from the top of the lead prior to being implanted. It was noted that the product was defective. There were no patient issues reported. There were no environmental/external/patient factors that may have led to the issue. The lead was then replaced with another lead of the same model. The issue was reported as resolved at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the lead (lot#va1ljbd) revealed that the proximal end of the lead had insulation torn under the connector. Product analysis #(B)(4): analysis information -- (B)(6) 2018 20:06:41 cst pli# 10 product ID# 3387s-40 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the insulation was torn under the {x} connector at the proximal end of the lead. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis identified the outer insulation of the lead was {broken//torn} under the {} connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.